Event description:
Healthcare professional reported left side exchange from textured to smooth due to patient concern with the product. Healthcare professional reported additional event of rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, fold creases and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with product and rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to patient concern with the product. Healthcare professional reported additional event of rupture. Device has been explanted.